Event description:
PICC placed in right antecubital in the afternoon. Dressing changed at 0600 the following morning. The site was intact with subsequent routine cares. PICC site verified with intact line and dressing later that afternoon. Rn returned glucometer to docking station, and returned to patient within two minutes and found IV tubing and PICC hub laying in bed. Infant PICC dressing intact with no collection of fluid under the dressing. PICC had ruptured approximately one cm distal to hub in a section of PICC line that had been secured under dressing with no mobility/motion in the PICC line. Nicu hospitalist immediately notified and able to remove distal section of PICC from patient. Two segments of PICC measured 16 cm.